Manufacturer narrative:
(B)(4). Batch # m5616l. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w reload present. The reload was received partially fired 1/10 with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device did not fire knife blade or staples. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.